Manufacturer narrative:
The returned device was evaluated. During inspection of the device, the unit was found to be unable to power on using ac or dc power. The system board was replaced and the device functioned as designed. The reported display issue was unable to be confirmed. A service history record review reveals that this unit was in the field for over ten (10) years with no previous reported issues related to this reported event.

Event description:
The customer reported that the radical has a scrambled display. No consequences or impact to patient were reported.